Manufacturer narrative:
Date of event: date of event was not provided. Unique identifier (UDI#) for v.a.c.® granufoam¿ dressing: (B)(4). Based on information provided, it cannot be determined that the alleged infection and wound odor were related to the v.a.c. Simplicity¿ therapy system. There have been multiple attempts to gather additional information, but there has been no response. Device labeling, available in print and online, states: v.a.c.® therapy safety information. All disposable components of the v.a.c.® therapy system are for single use only. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 25-oct-2019, the following information was reported to kci by the patient: two weeks ago, the v.a.c. Simplicity¿ therapy system was discontinued by the physician allegedly due to the patient developing methicillin resistant staphylococcus aureus (mrsa), wound odor and the wound size increasing. The patient had been placed on antibiotic therapy. Patient feels he developed an infection allegedly due to v.a.c.® therapy. No additional information is available. On 20-sep-2019, the device was tested per quality control procedures by kci field service and the unit passed quality control checks and met specifications. On 23-sep-2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and passed quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. A device history record review for v.a.c.® granufoam¿ dressing lot number 60196939v006 is currently pending completion.

Event description:
On 10-dec-2019, a device history record review for v.a.c.® granufoam¿ dressing lot number 60196939v006 was completed. All end release testing of the product and packaging met specifications.

Manufacturer narrative:
Based on the additional information obtained, kci's assessment remains the same: it cannot be determined that the alleged infection and wound odor were related to the v.a.c. Simplicity¿ therapy system.

Manufacturer narrative:
MDR- 3009897021-2019-00361 submitted on 22-nov-2019 reported the following: section b5 describe event or problem: on 25-oct-2019, the following information was reported to kci by the patient: two weeks ago, the v.a.c. Simplicity¿ therapy system was discontinued by the physician allegedly due to the patient developing methicillin resistant staphylococcus aureus (mrsa), wound odor and the wound size increasing. Correction on (B)(6)2019, the following information was reported to kci by the patient: two weeks ago, the v.a.c. Simplicity¿ therapy system was discontinued by the physician allegedly due to the patient developing methicillin resistant staphylococcus aureus (mrsa), wound odor, increase in wound size, rot and exposed tendon. Section h6 event problem and evaluation codes noted patient code(s): 1930 correction added 2687 tissue breakdown section h10 additional manufacturer narrative: based on information provided, it cannot be determined that the alleged infection and wound odor were related to the v.a.c. Simplicity¿ therapy system. There have been multiple attempts to gather additional information, but there has been no response. Correction based on the information provided and the corrections, it cannot be determined that the alleged infection, wound odor, increase in wound size, rot and exposed tendon were related the v.a.c. Simplicity¿ therapy system. There have been multiple attempts to gather additional information, but there has been no response.

Event description:
On (B)(6)2019, the following information was reported to kci by the patient: two weeks ago, the v.a.c. Simplicity¿ therapy system was discontinued by the physician allegedly due to the patient developing methicillin resistant staphylococcus aureus (mrsa), wound odor, increase in wound size and rot and exposed tendon.